Event description:
Additional information received reported that the patient received assistance from her healthcare professional (hcp) or manufacturer¿s representative on (B)(6) 2014. It was noted that this information was marked with a ¿?¿ and it was unclear whether the patient¿s concerns were resolved. It was reported that a ¿mylogram¿ was to be done.

Event description:
It was reported that a patient stated her system was malfunctioning. It was stated that the details were unknown. It was stated that the patient would be asked to see her managing healthcare professional (hcp). Additional information received reported that the patient was having problems with her spinal cord stimulation again. It was stated that the implant ¿just wasn¿t working and hasn¿t worked right for months¿. It was stated that the device was ¿just weird¿. It was reported that she could turn it up and get stimulation in one area but not another. It was stated that the implant was at the lower end of the spin, and it was creating ¿pain that was breaking out in the rectum area¿. It was stated that the pain was ¿into the bone area¿. It was stated that the patient and her spinal cord have had ¿ups and downs¿. It was noted that the patient had osteoporosis. It was stated that she could ¿just be sitting and feel the pain¿. It was noted that the pain was in her hip area but started down in the rectum area. It was reported that the patient last met the hcp and manufacturer¿s representative for an adjustment 4-5 months ago. It was stated that the doctor said there was no connection between pain and the patient¿s implant, but the patient stated that she didn¿t believe the hcp. It was noted that the patient wanted to get in touch with a manufacturer¿s representative to meet at her primary care hcp¿s office. The patient stated that she wanted reprogramming to attempt to get stimulation in a better location and stated that she could only feel stimulation if she laid flat. Additional information received reported that the patient had stimulation in the wrong location. It was noted that the patient felt stimulation in the rectum and vaginal area and it was painful to sit down, ¿excruciating pain in to the bone which started¿. It was stated that the stimulation issues were following a bus accident 6-7 months ago where ¿she flew out of the seat¿. It was stated that the patient had her implantable neurostimulator (ins) on 2-3 hours a day, and that the more it was on, the worse the pain got. It was reported that when the patient sat down ¿it will not work¿ but if she was lying down it worked. It was stated that the patient also had the pain when the ins was off. It was stated that the patient currently had it set on 6v today. It was reported that the other day it was on 2v and there was no vibration, but when she laid downs it ¿vibrated so bad she had to turn it off it was the same way on 6v¿. I was stated that "it's not like a nice little massage, it hasn't been that way since the accident". It was noted that the patient was taking medication for herpes because she had it, in case of break outs. It was stated that the patient had a break out and when she sat she was feeling pain in the bone of the rectum area.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l95357, implanted: (B)(6) 2001, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2008, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(6).